Manufacturer narrative:
On 4-nov-2021, the investigation on the suspected medical device was updated. Investigation summary (update): most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast surgery with a 450cc mentor memorygel breast implant and experienced postoperative right-sided rupture. Ultrasound performed on unspecified date indicated the right-sided rupture, and the diagnosis was confirmed based on the result. As a result, the patient underwent removal without replacement on (B)(6) 2021.

Manufacturer narrative:
On 1-oct-2021, the suspected medical device was returned for evaluation. On 7-oct-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor then conducted a visual inspection and microscopic examination of the returned piece. Visual analysis of the returned device determined that only half of the shell patch was received for analysis without the rest of the breast implant. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during implantation or other surgical procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11-oct-2021, mentor received additional information regarding the event date and patient¿s symptoms. Mammogram performed on (B)(6) 2021 indicated right-sided rupture. The patient experienced right-sided breast pain. The event date is (B)(6) 2021. The relevant fields have been updated. Manufacturer's reference number: (B)(4).